Event description:
It was reported by the rep that the surgeon fired the tsw35 during a laparoscopic appendectomy procedure and noticed three different bleeding vessels at the staple line. Cautery was used to control the bleeders. The case was completed without further incident.